Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department with a note that indicated the device was broken. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller pin was intact. The device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.